Manufacturer narrative:
Citation: zweiker d, et al. Atrial fibrillation in transcatheter aortic valve implantation patients: incidence, outcome and predictors of new onset. J electrocardiol. 2017 jul - aug. 10.1016/j.jelectrocard.2017.02.013. Earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.   If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding atrial fibrillation in transcatheter aortic valve implantation patients. All data were collected from a single center between 2007 and 2014. The study population included 398 patients (predominantly male; mean age 82 years), all of which were implanted with medtronic corevalve (serial numbers not provided).   Among all patients adverse events included: atrial fibrillation with permanent pacemaker implant, cardiac tamponade, stroke, myocardial infarction, endocarditis, severe aortic regurgitation, conversion to open surgery, cardiopulmonary bypass (cpb), bleeding and vascular complications. Based on the available information, relationship to the medtronic product was possible. No additional adverse patient effects were reported.